Manufacturer narrative:
Other applicable components are: product ID 8781 lot# serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter body damage to transition tube. (B)(4).

Event description:
Information was received from a healthcare provider via psr (product surveillance registry) regarding a patient receiving dilaudid (500 mcg/ml) at 199.84 mcg/day and bupivacaine (30.0 mg/ml) at 11.990 mg/day via an implantable pump for non-malignant pain and chronic low back pain. The patient's most recent refill prior to the event was on (B)(6) 2016 at 14:18. On (B)(6) 2016 the patient experienced pain at the lumbar site and pain at the pump pocket site, which were greater than two weeks following implant. This event was related to the implant procedure, and not related to the device or therapy. No actions were taken and the event was considered to be resolved without sequelae on (B)(6) 2016. On 2016-26-09 additional information received indicated that the pump and catheter were explanted.

Event description:
On 2016-06-09 additional information received indicated that the pump and catheter were explanted and not on (B)(6) 2016 as was previously reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.